Event description:
Double knee replacements needed after 2 weeks of use of a plantar fascitis night splint. I wore a night splint for my foot. The podiatrist thought I had plantars fascitis on both feet. Dr. (B)(6) gave me a night splint (darco brand). I wore it on both feet dr (B)(6) recommended. Since insurance would cover only 1 device. After 2 weeks I woke up one day and fell into the wall in my house. I could not walk without help. When I went to the orthopedic dr (B)(6), he said I needed double knee replacements. My cartilage in my knees wore away within 2 weeks of use of the splint device. My friend (B)(6) also claims her knees hurt worse after using the device. My theory is that I have undiagnosed tarsal tunnel syndrome, and stretching the ligament in my foot made it worse. Since the tendon could not slide back into place, and was left in an extended position. I am now dependent on crutches, or use of a wheelchair for long distances. Of course the doctors at (B)(6) deny the device caused this since one of the doctors at (B)(6) is married to the podiatrist. I am not blaming dr (B)(6). I am blaming the device company=darco.